Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and sore at implant site, however the issue did not resolve; subsequently the patient was treated with oral antibiotics (type and date not reported).